Event description:
It was reported that a flogard infusion pump had experienced an air in line alarm. There was no patient involvement at the time of the event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested, on-site by a service technician. The reported condition of the air in line alarm was confirmed. The cause of the air in line alarm was determined to be an out of calibration air in line sensor. To correct the condition, the air in line sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent. (B)(4).